Event description:
It was reported during the patient's post-implant procedure follow up, the patient complained of feeling a hard lump on one of the drg system's implant incisions. The physician examined the wound and noticed one of the leads was poking through the suture. The physician decided to remove the patient's entire drg system as a precaution and prevent any infection.